Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover had foreign objects, nozzle had foreign objects, and the connecting tube had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to corrosion on the terminal of the electrical connector. Additionally, the most probable cause of the no-image issue was attributed to damage to the micro connector in the control unit, and the probable cause of the foreign objects found at the c-cover, nozzle, and connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed b30 scope communication error.the issue occurred during inspection for use. There were no reports of patient harm.